Event description:
Paclitaxel 300 mg by teva ndc #(B)(4) was defective. The technician went to puncture vial and the entire rubber stopper fell into the vial. Is the product compounded: yes. Is the product over-the-counter: no.